Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. A replacement pump was sent to the customer to resolve the issue.